Event description:
It was reported that on (B)(6) 2011 the patient performed a cartridge change while attached and inadvertently dispensed insulin. The patient reportedly loaded the cartridge while attached without completing the rewind step. The patient's blood glucose (bg) reportedly dropped to 31 mg/dl after the incident, and the patient was reportedly treated at home with food and drink. There was no medical intervention required. The patient's basal rate delivery was turned off for two hours, and the patient resumed insulin pump therapy. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hypoglycemic event following use error.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: the black box data started on (B)(6) 2015; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump clearly displayed the message ¿disconnect infusion set from your body!¿ on the rewind screen, and ¿be sure set is disconnected from your body. Then select continue¿ on the prime screen. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.